Event description:
Report of an inferior anchoring plate fracture in a 2-level rio-c cervical fusion 2 months post original surgery. Pt is reported to be doing great and not intervention is planned. No further info will be rec'd. It is noted that the use of roi-c in a 2-level construct is considered off-label use of the device. Cause of the fracture is under investigation. MFR ref #3004788213-2013-00004.